Event description:
It was reported the gastrointestinal videoscope had incompatible scope error e315. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, e1, h2, h3, h6, h8 and h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error (e218) and foreign objects in the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer